Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Failure analysis was unable to verify no delivery alarm due to prime anomaly. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm when the act button was pressed for a bolus delivery. Customer's blood glucose was 169 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were unable to complete the rewind sequence on their insulin pump due to a no delivery alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.